Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient stated that the stimulation was not helping with the pain. The patient reported that they could feel stimulation in most areas of pain, but it was not helping. It was noted that the patient and the manufacturer representative were unsure why the stimulation was not helping with the pain. At the time of the report, the patient had not yet met with a physician regarding the issue. No further complications are anticipated. Additional information was received from a manufacturer representative (rep) on 2017-mar-27. The rep was unsure why the stimulation was not helping the pain. The rep spent significant time trying to reprogram to get the stimulation in all areas of pain. The leads were not able to be placed in the same location as during the trial (the rep was unsure if new scarring prevented them from getting the leads more medial). The rep stated that the patient got good stimulation intra-operatively for the implant. However, the patient was not getting relief presently. The rep was unsure if reprogramming helped or not, but the rep would be seeing the patient again on friday. No further complications were reported/are anticipated. Additional information was received from a consumer and a manufacturer representative regarding the patient on 2017-04-10. It was reported that the trial worked perfectly, but the implant has never gotten rid of the pain. It has also gradually gotten worse since implant. The patient stated that the longer that it is in, the more it hurts. For example, when she turned the implantable neurostimulator on her left side became sore/stiff/could hardly move, which resolved within minutes after turning the implantable neurostimulator off. After several reprogramming sessions with a manufacturer representative, the patient met with their health care provider on (B)(6) 2017. The health care provider had told the patient that nothing further could be done. The health care provider referred the patient to a neurosurgeon for back surgery, at which point they could remove the implant. No further complications were reported. Additional information was received from a rep regarding a patient on 2017-aug-07. The patient is choosing to have the device explanted. The patient stated that the therapy is not helping their pain. No further complications were reported/are anticipated.